Event description:
It was reported the physician suspected the rv and lv leads were rubbing together, causing an insulation abrasion on the rv lead. Electrical measurements were normal. The lead remains implanted.

Event description:
New information received notes the lead was explanted.

Manufacturer narrative:
Internal insulation abrasion was found at 14.1 to 14.8cm from the distal tip. External insulation abrasion was found at 17.4cm to 18.0cm from the distal tip, consistent with lead friction to an other device. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.